Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been doing really well, but then they wet their pull-up a couple of times today. When they checked the device, it was noted that the implant was off, and they needed help turning it back on. Troubleshooting confirmed that stimulation was off, at 0.0v. It was stated that they had turned stimulation to zero because they thought that it would come back on after turning it down and back up. Stimulation was turned back on, and it was confirmed that the patient felt it in the correct area. At first when stimulation was increased, and it was too high for the patient, but then it was put at 0.6v, and it was confirmed to be comfortable for the patient. It was recommended that they contact the patient's healthcare provider if symptoms did not resolve with stimulation on. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.